Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 406 mg/dl, 248 mg/dl, and 102 mg/dl. 548 mg/dl and 114 mg/dl. The comparisons were performed on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.